Event description:
It was reported that a patient experienced bilateral inguinal hernia coincident with automated peritoneal dialysis (apd) therapy. It was reported that approximately two days after starting pd therapy the patient experienced the hernia event. It was not reported if the patient was hospitalized. It was reported that the patient underwent a hernia repair surgery. Patient outcome was not reported. Apd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The device was determined to meet functional performance specification requirements. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.